Manufacturer narrative:
Date of birth: requested, not provided, weight - requested, not provided, ethnicity - requested, not provided, race - requested, not provided, UDI - n/a as this product code is not exported to the us market, implanted date: device was not implanted, explanted date: device was not explanted, establishment name: (B)(6). Investigation findings: 3221 is based upon evaluation of user facility information and no device return; 3252 is based upon review of cine images and previous simulation testing and electron microscopic inspection. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the manufacturing record and the shipping inspection record of the involved product/lot number combination confirmed that there were not any problems in them. A search of the complaint file found no other similar reports with the involved product code/lot number combination from other facilities. A review of the provided cine images showed the following results: I) the provided cine images showed that approximately 4.5 hours had elapsed between the insertion of the product into the rca and the post procedural angiography suggesting that the procedure was a lengthy one. During the procedure, the actual device was in the tortuous rca. After the fracture occurred, a bend was observed on the fragment; therefore, it was presumed that the fracture of the actual device occurred on the area where matched to the tortuous part of the vessel. The platinum coil section near the bend was found low in the visibility. Ii) the post-procedural cine image showed that the fragment remained in the patient, and the shadow of the part distal from the bend was clear while the proximal part was fuzzy. From this, it was conceivable that the fuzzy shadow was a stretched part of platinum coil. Based on the simulation test results we have conducted in the past, it is known that a break in the guidewire may occur due to the following mechanisms. Factory-retained runthrough ns guidewire samples (test samples) were trapped at the distal section, and then subjected to one of the loads described below. In all cases, the niti core wire under the platinum coil section was broken. Electron microscopic inspection of the broken section of the niti-core wire obtained the following results: I) apply pulling load in one direction. The broken end of the niti-core wire is deformed in tapered shape. Dimple pattern is observed on the broken surface. Ii) apply bending load repeatedly. The broken end of the niti-core wire is curved. Dimple pattern is observed on the broken surface. Iii) apply pulling load to the test sample kept in a loop shape. The broken end of the niti-core wire is curved and deformed in tapered shape. Torsional deformity is observed on the broken surface. IV) apply one-way torque load. The broken end of the niti-core wire is twisted. It is known that after the niti core wire is broken, if the withdrawal operation is performed, the platinum coil becomes unraveled and stretched, and when the withdrawal operation is continued, the platinum coil becomes broken off. In addition, the fragment under x-ray fluoroscope shows that the distal normal part of the platinum coil seems clear while the elongated part on the proximal side seems fuzzy. The shadow of the fragment of the actual device seemed identical to that of this simulation test sample. As one of possible causes of this complaint, the following mechanism was presumed based on the investigation result. With no actual device available for evaluation, however, the definite cause of occurrence could not be determined. The actual device had been placed in the tortuous rca for a long time. While the actual device was in the above condition, a bending load was applied repeatedly to the platinum coil section were in the tortuous part of the vessel, and the niti core wire under the platinum coil became fractured. When the actual device was being withdrawn, the platinum coil became elongated. When the actual device was withdrawn further, the platinum coil became fractured. The relevant IFU reference states: "if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behaviour or position of the guide wire's tip seems improper, e.g., in a case where the tip is trapped due to vessel spasm or some other cause or the tip is folded stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter." Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
The user facility reported that an angiography showed the patient had a left anterior descending chronic total occlusion (lad cto). A 7f ebu3.5 and a 6f al0.75 were inserted from the left radial artery and the right radial artery respectively. The two pieces of guide wire (runthrough) were inserted into the d1 and distal of the right coronary artery (rca). The results of bilateral imaging showed that the lad was completely occluded from the diagonal branch (d1), while the rca had no obvious occlusion. The occlusive segment of the d1 was greater than 20mm.am by sion (asahi). A new sion guide wire (asahi) could not pass through the middle part of lad's branch. A xtr (asahi) guide wire was used and the wire successfully passed to the lad through the branch of the lad. A finecross was smoothly pushed to the proximal lad, into a sion, and to the septal branches. A retracement (intravascular ultrasound) ivus catheter was used in the septal branches and d1 respectively which showed the occlusive point being in the direction of the d1. A finecross 130cm, and ub3 guide wire (asahi, ultimate bros3) were used to successfully enter the occlusion lesion. A pilot 200 (abbott vascular) was delivered reversely. A reverse-cart was started. After forward delivery of the guidezilla 1.5x15m, a 2.0x15mm balloon was used and the reverse-cart was successful. A pilot200 could not enter the guidezilla in a reverse way. The pilot200 was changed to a gaia3 (asahi) for smooth forward guidance. After tracing and forwarding the microcatheter, a rg3 (asahi) guide wire was exchanged, 1.5x15mm and 2.0x15m balloons was predilated cto lession. The dual-lumen microcatheter was sent along the rg3 guidewire, and the new sion was successfully sent into the distal of lad. After a reverse angiography, the rg3 retracted. The diffuse plaque of the distal segment of the anterior descending branch was dominated by fibrous plaque. A firehawk 2.25x23mm, promus premier 2.75x24m, and three 3.0x26mm stents were implanted in a series from the distal of lad to the opening part. After few balloon changes and a follow-up angiography, it was shown that the distal blood flow was timi3, and the main branches were normal. The doctor found that the runthrough in distal of the rca was broken. The doctor found that it was difficult to withdraw the runthrough in the distal of the rca when it was retracted, indicating that the guide wire was broken. After several attempts, such as multiple guide wire windings, the operation still failed. According to the follow-up computerized tomography (CT) image and contrast analysis, the length of the left guide wire head was about 4 centimeters. The broken guide wire part still existed in the patient body.